Event description:
It was reported that the ultrasound gastrovideoscope had a brush tip stuck inside. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: forceps passage and brush passage required was able to brush out foreign object and light guide lens had pinholes at glue. Based on the results of the investigation, the cause of the malfunction pinholes at light guide lens glue was traced to be component failure. And the cause of the malfunction foreign object at forceps passage and brush passage could not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.